Event description:
On (B)(4) 2013, a proximal type I endoleak was discovered due to insufficient sealing of the device (tge212110/11718570) at the proximal aortic neck with persistent flow in the aneurysmal sac. It was reported that the device was implanted in a more distal position rather than intended. On (B)(6) 2013, the patient underwent a reintervention using an additional device (valiant medtronic vamf2222c100te). The endoleak was resolved. The aneurysm did not enlarge. The patient tolerated the procedure.

Event description:
On (B)(6), 2013, the patient was implanted with conformable gore tag thoracic endoprostheses to treat a pseudoaneurysm. It was reported that during the initial procedure the left subclavian artery was surgically de-branched. The patient tolerated the initial procedure. On (B)(6), 2013, a proximal type I endoleak was discovered due to insufficient sealing of the device at the proximal aortic neck with persistent flow in the aneurysmal sac. On (B)(6), 2013, the patient underwent a reintervention using an additional device (unknown). The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with required minimum 20 mm healthy proximal and distal neck lengths. It was reported that the proximal neck length was 15mm. Read all instructions carefully, particularly the following sections: sizing guide, and in the directions for use. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to improper placement and endoleaks. According to the information provided, it was determined that the distal type I endoleak is associated with the tge212110. There is no allegation of deficiency against the tge262610 device.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also implanted: (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional information was requested but not available. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleaks. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with required minimum 20 mm healthy proximal and distal neck lengths.